Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 2.00 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for approximately 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.